Event description:
It was reported that during an ovarian cyst procedure, the device made a metallic noise during the surgery and after the surgeon stopped its use, the blade was broken. Another like device was used to complete the case. There are no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.